Event description:
Procedure type: lap sigmoid colon. According to the reporter: after firing, it was noticed a part of the donut tissue was thicker than other part and had a hole. The anastomosis was resected, and a new instrument of different type was used to complete the procedure. No bleeding was reported, and no pt info was available.

Manufacturer narrative:
Initial report sent: 09/08/2008.